Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill bit broke during fixing a screw. The drill bit was from competitor screw set. The surgeon was using the drill to tunnel the medullary canal of the left clavicle. A 2.5mm competitor drill was used prior to a synthes 3.2mm drill. The surgeon used a competitor screw to fix the midshaft clavicle fracture. The drill bit broke in the medial side of the patient clavicle and left in situ. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surface shows no irregularities. The complaint condition is likely the result of a heavy exceeding mechanical overloading situation during use which caused this breakage. No product fault could be detected.